Event description:
It was reported to medtronic minimed that the customer reported the damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump. Mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with damaged retainer ring. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring at the knit line. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked end cap, cracked case, scratched case, cracked keypad overlay, missing display window/cover, broken battery tube threads, stained keypad overlay, keypad overlay peeling, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, broken reservoir tube lip, partially broken retainer, retainer knit line damage, and missing o-ring (reservoir tube). Missing retainer ring confirmed. Cosmetic damage was confirmed at pump case. Moisture damage was confirmed found on the battery tube. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.